Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that there was a 3 second break in monitoring where a failure to alarm may have occurred. There was no report of patient injury or harm.

Manufacturer narrative:
.